Event description:
Same case as MDR ID: 2134265-2014-03280. It was reported that guide wire entrapment occurred. The target lesion details are unknown. After an unspecified stent was successfully implanted, post-dilation was performed with the 20mm x 3.00mm nc quantum apex balloon catheter. During removal, the balloon catheter was locked up on the choice pt extra support guide wire. The devices were removed with difficulty noted. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).